Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that diagnostics revealed impedances on l2 and the l3 lead had migrated. As a result surgical intervention was undertaken wherein the l2 was explanted and the l3 was replaced to address the issue.